Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he performed control tests on the contour next link meter and obtained readings of 230 mg/dl at 2:29 p.m. And 369 mg/dl at 2:31 p.m. The meter did not automatically mark them as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next link meter, contour next test strips and contour next control solution from lot # 9bv2g49 for evaluation. The returned strips expired on 31-aug-2020. Despite that, the returned meter was tested with the returned test strips and control solution, which gave a satisfactory performance. All control readings obtained during in-house testing were properly marked as control tests. Additionally, a device history record was reviewed for the suspected contour next link meter and no manufacturing anomalies were found.